Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information: reinforcement is performed and loose and poorly formed staples are removed.

Event description:
It was reported that during a gastric sleeve, some staples do not form well, remaining open or poorly closed. Clip reinforcement is performed at specific points. During surgery, echelon flushing is performed between each load change. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2021. Two photos received. During the visual analysis of two photos, the following was observed: the first photo shows two staples not properly formed on the tissue. The second photo shows a clip loaded on the device. Based on the photos the event describe is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.